Manufacturer narrative:
Information contained in this report was previously submitted through psr on 21/jan/2016 and 18/apr/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade "IV" and removal due to "recall." Additionally, patient reported left side "possible rupture", "pain", "hard as a rock," "is capsulized," and "enlarged." The device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: weight to specifications, crease fold, deformation, wear abrasion, white particles. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. Continued h.6. Health effect - impact code: f2203 - imaging required.

Event description:
Healthcare professional reported left side capsular contracture baker grade "IV" and removal due to "recall." Additionally, patient reported left side "possible rupture", "pain", "hard as a rock," "is capsulized," and "enlarged." The device was explanted.